Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon removed an accolade tmzf stem and head, due to a peri prosthetic fracture. Stem was replaced with dall miles cables and a 195 restoration modular stem. Implants will not be coming back to stryker due to surgeon and hospital policy.